Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves and or catheters have revealed the accumulations of biological debris within the device, which have resulted in blockages. Review of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.

Event description:
Affiliate reported that a patient was treated with a shunt due to hydrocephalus. It was later found that the valve was blocked. As a result the device was revised.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.